Event description:
It was reported the cable of the camera head was split. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable, and blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a blurry image caused by moisture on the coupler lens. Based on the results of the investigation, the most probable root cause of the split in the cord and cut on cable is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the cable of the camera head was split. The issue was found, during reprocessing. There was no patient involvement.